Event description:
It was reported that during a mid right coronary artery stenting procedure, the balance middle weight guide wire was advanced beyond the restenosed lesion. Reportedly, the wire was difficult to visualize. A non-abbott stent was advanced to the lesion and deployed. The wire was difficult to remove and upon removal, the end of the wire was noted to be sheared off. Unsuccessful attempts were made to snare the wire. The patient has been transferred to another hospital for planned surgical removal of the wire. The patient remains in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). Difficult to visualize the guide wire can occur due to, but not limited to, incorrect material or mixed coils in manufacturing. In this case, the guide wire was not returned for analysis which may have aided in the evaluation. Factors that may contribute to resistance while crossing or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits, causing the guide wire to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause could not be determined for the reported difficulty to visualize the guide wire and difficulty to remove the guide wire. The reported guide wire separation was likely the result of the reported resistance during removal. The device was not returned for analysis. In summary, based on this evaluation, there is no indication of a product quality deficiency. The lot history record (lhr) review and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis.